Manufacturer narrative:
1038671-2023-02684. D10: concomitants: 02-010-01-0350 - logic femoral ps cem right sz 5 (B)(6). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6). 200-02-41 - three peg patella 41mm (B)(6). 204-34-04 - fluted stem extension 40l x 14 mm (B)(6). 204-70-00 - tibial stem ext. Screw (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02684. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 91 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, prothesis wear, failure of implant, synovitis, osteolysis, and implant pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.